Manufacturer narrative:
One-unit model 7208v was returned for evaluation. A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The distal weld was separated, and the outer coil was pulled away from the core wire. Based on the event details the most likely root cause can be attributed to user error. The IFU (42-0734-01) warns; "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation.

Event description:
As reported the patient was in the cardiac cath lab (ccl) for a left heart cath. Per the physicians' dictation, he initially tried accessing the r femoral artery using micro-puncture. There was difficulty advancing the wire, so the physician attempted to remove the wire but experienced difficulty retracting. The access needle was then removed but the wire still wouldn't pull back. The physician then pulled with more force and the tip of the wire was dislodged with some threading of the wire as it was removed and "a very small portion of the wire tip was seen on fluoro, but it appeared extravascular." No further complications were reported. There was no documentation pertaining to the planned removal of the foreign body.